Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on unknown date. Customer's blood glucose level was 455 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer was treated with the manual injection for the high blood glucose and for the diabetic ketoacidosis they wer treated with insulin drip, fluids and patisain. Customer does not allege pump was under delivering. Troubleshooting was done for the high blood glucose. The insulin pump will not be returned for analysis.